Event description:
The customer reported via phone call that they had issues with inserting the enlite sensor. Customer stated that it came off of their body and that the site becomes very painful on the sixth day. Customer tried to perform a sensor change but the top piece of the sensor was stuck inside the serter. Customer was not able to push the sensor into their body. Customer's blood glucose was 150 mg/dl. Customer stated that the serter did not release the sensor after the 2nd button press, and the needle hub was stuck in the serter. Customer reported that the hub assembly was inside the serter. Customer reported that the serter released the needle hub/sensor. Customer mentioned that she was hospitalized on (B)(6) 2015 and had a high blood glucose of 560 mg/dl. Customer stated that she had an infection because she ran out of thyroid medication and the pump did not let her know that her blood glucose was rising rapidly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The complaint against the enlite insertion device however, unable to confirm the needle anomaly due to the customer did not return the needle only the sensor.